Event description:
It was reported that impedances through the device were high (4000-7000 ohms), and there was no lv (left ventricular) capture/output and high rv (right ventricular) thresholds. Through the analyzer and new device, measurements were good. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found